Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the clinic and experienced feeling -fatigued. A surface EKG showed the patient had complete heart block. The intrinsic ventricular rate was 40 beats per minute. The pulse generator exhibited loss of output. The device was explanted and replaced.